Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer experienced hypoglycemia. Customer¿s blood glucose level was 2.3 mmol/l and treated by drinking juice. Customer also reported that they had issue with sensor and they received calibration not accepted alert as well as sensor updating alert. The insulin pump will not be returned for analysis.